Event description:
A malfunction alarm was reported by the customer, characterized by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.